Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7093203. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances. The patient underwent a revision procedure where it was discovered that the lead extension wires were twisted up in the pocket of the implantable pulse generator (ipg). The lead extensions were replaced and the high impedances resolved. The patient was doing well postoperatively. The explanted lead extensions were retained by the medical facility and were not returned.